Event description:
The device was removed due to stiffness, angular deformity and pain.

Manufacturer narrative:
Surgeon records indicate that was immediate postoperative dorsal dislocation and two additional dislocations associated with heavy use within the first seven months following arthroplasty. Adequate postoperative therapy and adequate time for healing are critical for the long term success of these implants.